Manufacturer narrative:
Results - a work order search was performed for similar complaints within the search and there were no similar complaints found. Conclusions - at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement tech available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a patient is to measure white-to-white and anterior chamber depth and, through correlative algorithm predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If predicted length is too long, the result may be an excessive vault.

Event description:
The reporter stated that the surgeon inserted a vision icl (implantable collamer lens) model micl 12.1mm in 2007 and noticed post-operatively that the patient's lens had a low vault and explanted and exchanged it for a 12.6mm lens two weeks later. The reporter stated that the patient had no prior complaints, but the doctor wanted to be safe and remove the lens to prevent a cataract from developing. The reporter stated that the patient was very happy with their vision. Post-op bscva: 20/20. The reporter stated that there was nothing wrong with the lens that it was a mis-measurement of the white to white of the patient's eye, they were advised to get calipers that are automated to be more accurate.